Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents within specifications. The device was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm motor error alarms. The motor was tested and passed the test.

Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose reading was 181mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run the displacement test and the test passed. Performed the manual prime test and the insulin did exit. No further information was provided.